Manufacturer narrative:
The subject device in this report was been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and could duplicated the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc disassembled the subject device and checked, the two kinds of stents had been stuck in the instrument channel of the subject device. Based on the information from the user facility, omsc surmised that 5fr stent could not been withdrawn at the first procedure, and 8.5fr stent had been inserted with having 5fr stent in the instrument channel at the second procedure. The reported phenomenon might been occurred due to the user handlings for the endotherapy instruments such as the stent and tube, or the endotherapy instrument itself. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device might have been used with the insufficient reprocessing. The things were occurred as follows; the user had used the subject device during the procedure to withdraw 5fr stent through the instrument channel of the subject device from the patient a at (B)(6) 2020. During the reprocessing after the procedure, when brushing the instrument channel of the subject device, the cleaning brush could pass through into the instrument channel. The user had used the subject device during the procedure to position 8.5fr stent to the patient b at (B)(6), 2020. But that 8.5fr stent was stuck in the instrument channel at that time. The user concerned that the subject device might been stuck due to a part of 5fr stent left which was used at (B)(6) 2020. During the reprocessing after the procedure, when brushing the instrument channel of the subject device, the cleaning brush only went till 20cm from the instrument channel port of the subject device. If the 5fr stent left in the instrument channel of the subject device, the reprocessing of the subject device might have been not enough. There was no patient injury associated with this report.